Manufacturer narrative:
Cmp-(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to a articular surface fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: medical products- all poly patella 32mm, catalog # 00597206532, lot # unknown stemmed tibial component, catalog # 00598004701, lot # unknown lps-flex femoral component, catalog # 00596401652, lot # unknown stem extension, catalog # 00598801215, lot # unknown complaint sample was evaluated and the reported event was confirmed. The examination of the returned devices exhibits a post fracture and abrasions on the articular surface. It also shows possible signs of abrasions and possible indentations. Near the anterior edge on one side of the bearing there is possible evidence of material abrasion, potentially due to contact with a non-articular surface. The ftir spectrum of returned articular surface is consistent with the ftir spectrum of ultra-high molecular weight polyethylene. Dimensions were found to be conforming where measured. DHR was reviewed and no discrepancies were found. Per package insert, implant fracture is one of the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.